Manufacturer narrative:
This instrument has been investigated. On 09/26/2016 an ocd field engineer (fe) arrived at the customer site and performed the camera optics adjustment and made a new reference image. The reader camera brightness is 109 (range 101-128). Post service testing of the sample in question produced a result satisfactory to the customer. No further service needed. The investigation determined that the most likely root cause of this event was instrument related.

Event description:
A known anti-e sample tested negative on provue while reaction was interpreted visually as 1+ by operator (partially used card was send to service rack). Account repeated the screen and provue called all screening cells negative. Screening cell #2 was still a 1+ visually. Account did identify anti-e and is only issuing e negative blood. No erroneous results were reported. Account requested service